Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However, it is known from the history of the device that incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired to ligate the cystic duct and the clip was scissored on the initial firing. A second device was used and it also fired a scissored clip on the third firing. The tissue was not damaged by the scissored clips. They completed with a different device. There was no adverse consequence to the patient.